Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had ipg replaced for an unknown reason. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the iipg was replaced due to reaching end of life.